Event description:
User facility reported that the nurse removed the gripper from the patient, the needle did not engage into the safety device. This resulted in a needle stick to the nurse. The nurse received treatment in a manner consistent with the hospital's internal protocol for needle-stick injuries. No adverse effects to patient or user reported.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the evaluation results.